Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and contact their nurse. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The hp stated he did not notice anything wrong with his setup or supplies that may have caused the alarm to occur. The hp did notify his nurse that the alarm occurred and she advised him on proper setup and procedures. The hp explained that he discarded the sample and did not know the lot number. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.